Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific received information that this right ventricular lead exhibited high shock impedance measurements. It was noted that the patient would be brought in for evaluation. No adverse patient effects were noted.

Event description:
Information was later received that an x-ray was considered to evaluate the lead conductor and the connection between the lead and device. This patient was brought in for dft testing. During the first attempt to deliver a shock, an open circuit condition message was received with a fault code. The fault code was reset. The second attempt to deliver a shock was successful. It was suspected there was an issue with the device header or the defibrillation pin. Following the shock, there were weird signals on the shock electrogram. During the revision procedure, the lead was tested through a pacing system analyzer (psa) with impedance measurements less than 200 ohms. When the lead was inserted into the device, the physician did not think the setscrew was making contact with the lead. A sli was performed and the shock impedance measurement was greater than 125 ohms. A new device was implanted and testing noted appropriate shock impedance measurements. As a result, this lead remains implanted. No adverse patient effects were reported.

Event description:
Information was later received that the patient was brought in and measurements were confirmed to be greater than 125 ohms. All other measurements were appropriate. As a result, the patient was scheduled for defibrillation threshold (dft) testing.